Manufacturer narrative:
.

Event description:
It was reported that a pump motor stall occurred. The stall was confirmed by a roller study. Event logs had not been read. No motor stall message was displayed when the pump was interrogated. No pt symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.